Event description:
Customer reports that peristomal skin located under wafer's mass and white tape presented as 'red and raw', extending outward to her umbilical area from the 12 o'clock to the 1 o'clock position. End-user also states that this area showed signs of stool leakage accompanied a small amount of bleeding, under the skin barrier. However, at the time this report was initiated, the bleed was not evident.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to end-user, peristomal skin is cleansed with the following products: ivory soap; stomahesive powder is applied to the affected site; on occasion a protective barrier wipe is applied on top of the powder; sure prep protective barrier wipes; cavilon. No sting protective barrier wipes and lastly, an eakin cohesive seal. The end user was advised to f/u with her doctor. In addition, end-user was educated on crusting techniques using stomahesive powder and protective barrier wipes. A convex skin barrier product was recommended for use. Further reports indicates that end-user's stool consistency has changed over the last month and her stoma has started to fluctuate prior to functioning, therefore, end-user performs frequent/ multiple changes per day up to 2 days. Lastly, end-user states that her stool is now more liquid or pudding, showing signs of consistency. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.